Manufacturer narrative:
Follow-up received on 23-may-2016: quality-safety evaluation of ptc: (B)(4). In this case no product was returned. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 25-may-2016 for the following meddra preferred term: abdominal pain lower. The analysis in the global safety database revealed (B)(6) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced lower abdominal pain. After 7 years, her uterus and fallopian tubes were removed. The reported event is serious due to its medical importance and listed in the reference safety information for essure. Abdominal pain may occur with essure therapy. Based on its nature and in the lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. The outcome of the technical investigation resulted in an unconfirmed quality defect.

Event description:
This is a spontaneous case report received from a physician in (B)(6) on 21-apr-2016 which refers to an adult (>=18y & <65y) female patient who had essure (fallopian tube occlusion insert) inserted in 2009. The patient was about (B)(6) years old at the time of report. Essure was inserted without problems. After that she has had pollakiuria, lower abdominal pain, pain in hip and eczema in hands. Uterus and fallopian tubes have been removed due to the these symptoms in 2016. Follow-up information received on 13-may-2016: sterilization was performed in 2009 and pollakiuria started in 2010. Lower abdominal pain and as if contractions started after insertion, gradually. Lately she has had pain in right hip and she has got eczema to her hands. Concomitant diseases: hypothyreosis. Medication: sertralin and thyroxin. Discontinued of symptoms is not known yet, control visit has been planned in six month. Company causality comment this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced lower abdominal pain. After 7 years, her uterus and fallopian tubes were removed. The reported event is serious due to its medical importance and listed in the reference safety information for essure. Abdominal pain may occur with essure therapy. Based on its nature and in the lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.